Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous peripheral vessel below the knee. The 1.5x20mm sterling es balloon was advanced to the lesion and inflated once to 4 atms when it ruptured. The procedure was completed with another device. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
(B)(4) - as a device has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)